Event description:
Hcp reported mild gait ataxia when the pt's two stimulators are on. Hcp stated this is really not a problem. Both stimulators work very well for the pt, reducing pt tremor by 90%. The pt only keeps the stimulators on while eating. The stimulators are off 90% of the time. No intervention required. The pt is very satisfied with the results. No report of device explantation.